Manufacturer narrative:
The apollo micro catheter will not be returned for analysis as the micro catheter was discarded at the site and the detachable tip remains within the patient. The onyx-18 les will not be returned for analysis as it was consumed in the event. Based on the reported information, the clinical observation could not be confirmed. It is likely that the apollo micro catheter became entrapped due to excessive onyx reflux. It was reported the onyx refluxed ¿to the proximal marker¿ which is 1.5cm from the distal tip of the apollo micro catheter. This indicates there was no gap between the onyx reflux and the proximal marker band. All products are 100% inspected for damages and irregularities during manufacture. Per the onyx les IFU (instructions for use): ¿do not allow more than 1 cm of the onyx les to reflux back over catheter tip. Angioarchitecture, vasospasm, excessive onyx les reflux, or prolonged injection time may result in difficult catheter removal and potential entrapment.¿ in addition, per the apollo IFU: warnings - ¿regardless of the liquid embolic being used, leave a gap between the reflux and the proximal marker band. Excessive reflux may result in difficult catheter removal.¿ precautions ¿ ¿when withdrawing the catheter, monitor the distal tip under angiography. Pulling the catheter against significant resistance can cause patient injury. If significant catheter resistance is felt, refer to the precaution in the procedure section below for guidance.¿ catheter retrieval instructions ¿ ¿detachment of the catheter may be observed by visualizing the separation of the catheter between the distal and proximal marker bands. In the event that the catheter does not detach, assess the following parameters by observing the distal shaft of the catheter: vessel straightening; catheter tip releasing from embolic cast; traction on embolic cast¿. Mdrs from this event: 2029214-2017-00986 and 2029214-2017-00987.

Event description:
Medtronic received information that during the procedure, the tip of the apollo did not detach as intended. During the procedure, when retrieving the catheter, bradycardia was observed, which resolved after the tip ultimately detached. The patient presented with severe headaches and was diagnosed with a brain avm through CT angiography of the head. The avm was located in the right cerebellum within the eloquent area and was medium in size (3-6cm). The avm was classified as spetzler-martin 3. Cerebral angiography demonstrated arterial supply from multiple territories in the posterior circulation, including right superior cerebellar, right anterior inferior cerebellar, and posterior inferior cerebellar arteries. Onyx embolization was used to treat this condition. Prior to the procedure the patient was neurologically intact. Nihss was 0 and mrs was 1. 0.6cc of onyx was injected in standard fashion. The feeding artery was well embolized, but there was little penetration to the nidus. During the procedure, a total of 1cm reflux occurred back to the proximal marker of the distal tip of the apollo catheter. The reflux did not go beyond that point. At this point, injection was stopped. Post embolization dsa from the guide catheter within the vertebral artery were performed. There was excellent filling within the posterior inferior cerebellar artery with reduction in the filling of the indus in the distal branch that was embolized with onyx. At this time, an attempt was made to detach the apollo tip in the onyx cast. With gentle traction, the posterior inferior cerebellar artery was noticed to straighten, without detachment of the tip. Bradycardia was noticed during this process. A repeat dsa run demonstrated the vasovagal reaction within the posterior inferior cerebellar artery due to attempted manipulation and traction to remove the micro catheter. With persistent gentle traction, the microcatheter tip detached at the intended location and the microcatheter was removed without issue. The bradycardia resolved after the catheter tip detached and catheter was removed. Postembolization de-magnified digital subtraction angio of the posterior circulation in the head revealed a reduction in nidus flow supplied by the posterior inferior cerebellar artery by 20%. The posterior inferior artery was filling well with no evidence of flow restriction of significant spasm. The patient was awakened without difficulty and the neurological status remained unchanged. Nihss and mrs remained unchanged. Accessory devices: codman neurovascular 5f guide cath, asahi intecc guidewire, beton fixed core aqualiner, glidewire, onyx 18 (a286731) *image attached patient history: headaches/migraines (present at baseline) medtronic received information that during the procedure, the tip of the apollo did not detach as intended. During the procedure, when retrieving the catheter, bradycardia was reportedly observed, which resolved after the tip ultimately detached. The patient presented neurologically intact, with severe headaches and was diagnosed with a brain avm through CT angiography of the head. Nihss was 0 and mrs was 1. The avm was located in the right cerebellum within the eloquent area and was medium in size (3-6cm). The avm was classified as spetzler-martin 3. Onyx embolization was used to treat this condition and 0.6cc of onyx was injected. During the procedure, a total of 1cm reflux occurred back to the proximal marker of the distal tip of the apollo catheter. At this point, injection was stopped. Post embolization dsa from the guide catheter within the vertebral artery were performed. There was excellent filling within the posterior inferior cerebellar artery with reduction in the filling of the nidus in the distal branch that was embolized with onyx. At this time, an attempt was made to detach the apollo tip in the onyx cast. With gentle traction, the posterior inferior cerebellar artery was noticed to straighten, without detachment of the tip. Bradycardia was noticed during this process. It was reported that a repeat dsa run demonstrated the vasovagal reaction within the posterior inferior cerebellar artery due to attempted manipulation and traction to remove the micro catheter. With persistent gentle traction, the microcatheter tip detached at the intended location and the microcatheter was removed without issue. The bradycardia resolved after the catheter tip detached and catheter was removed. Postembolization de-magnified digital subtraction angio of the posterior circulation in the head revealed a reduction in nidus flow supplied by the posterior inferior cerebellar artery by 20%. The posterior inferior artery was filling well with no evidence of flow restriction of significant spasm. The patient was awakened without difficulty and the neurological status remained unchanged. Nihss and mrs remained unchanged.